Event description:
It was reported that the patient presented for a follow up both in clinic and remotely via merlin.net. During the in-clinic check, it was noted that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. The right ventricular (rv) lead also demonstrated noise oversensing via merlin.net, also leading to pacing inhibition. Isometrics were performed, programming changes were made on the pacemaker and subsequently the pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2025. The patient was stable.